Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: 5086mri implantable pacing lead, (B)(6) 2013.

Event description:
It was reported that the lead was implanted and the next day it was determined that the lead had dislodged from the atrium. An attempt was made to reposition the lead however after several attempts and receiving unsuitable numbers the lead was removed and replaced with a new atrial lead. Upon removal, it was noted that there was tissue in the helix. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.